Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-sep-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 4.1 had bad mother board (moab). A field service engineer (fse) removed and replaced the defective moab and reinstalled all cubies. Initial hardware test application (hta) diagnostics failed, but after clearing an obstruction in cubie c4, the unit passed operational checks and customer verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 pocket c4 failed to release. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.